Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple malfunction alarms occurred and that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. The customer was sent a replacement pump and reverted to multiple dose injections for insulin therapy. Customer¿s blood glucose level was 100-300 mg/dl.